Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to connect in the port of the pacemaker's header. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of could not fit the atrial lead into the header was confirmed. Analysis revealed the a-contact spring was pushed out of the ring slot when the lead was inserted into the a-port and pushed the spring down into the connector bore. The spring down in the connector bore is now blocking the lead from full insertion into the connector. No epoxy or other foreign material was found on the contact spring or in the ring slot. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem cannot be determined.